Event description:
The suspect device result was in the 300's mg/dl. Controls were not used. The user dosed insulin and a family member took the pt to the emergency room because they acted unusual. Their glucose was 34 mg/dl at the hosp. They were given food in the hosp and had drank orange juice on the way. The device was replaced and requested to be returned for eval. The test strips were expired.